Event description:
On (B)(6) 2016, following a complaint that tissue was not processing, a leica field support specialist (fss) attended the laboratory to obtain additional information and provide applications support. The fss was notified by the complainant that five (5) tissue samples were undiagnosable and were recommended for re-biopsy. Liver biopsy samples derived from three (3) male patients and one (1) female patient and one (1) prostate biopsy sample were the undiagnosed samples and recommended for re-biopsy. On (B)(6) 2016, the fss confirmed that no further information would be provided for the five (5) patients for whom re-biopsy was recommended. Only the patient gender was provided. Refer to importer report numbers 1423337-2016-00025, 1423337-2016-00026, 1423337-2016-00027, 1423337-2016-00028, 1423337-2016-00029 for all patients involved.